Manufacturer narrative:
(B)(4). There is no sample returning and the lot number is unknown; the date of manufacture cannot be determined.

Event description:
The caller stated the patient is new to using a tracheostomy tube. On (B)(6) 2016, she went to the patient¿s home to check on him and found that the tracheostomy tube had been in the patient since the beginning of (B)(6) 2016. The patient¿s father stated hhe pilot balloon fell off and he found it laying on the patient a few days ago. The caller stated the tube would be replaced. The device was used past the 29 days as stated in the instructions for use.